Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that x-ray pc was not booting up. Upon troubleshooting fse found that x-ray pc was not powered on, pressed the on button and cycled power switch but the pc did not turn on. To resolve the issue, fse replaced the x-ray pc. The defective x-ray pc was returned to philips for analysis and confirmed the failure and found the failure in power supply. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system did not fully bootup, froze on the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.